Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed because no log files were submitted for review. Evaluation of the submitted images confirmed extrinsic obstruction of the outflow graft. Furthermore, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. 3 cta images were submitted for evaluation. Space-filling tissue was observed in between the outflow graft (ofg) and ofg bend relief. Ofg deformation was observed beneath the ofg bend relief. An autopsy was not performed, and the pump was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2017. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction, lists cardiac arrhythmia and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with low flow alarms not associated with hypertension, hypotension, or underfilling of the left ventricle (lv). A computed tomography angiography (cta) scan was performed that revealed a questionable outflow graft clot or compression. The patient was heparinized. The patient showed some signed of possible lv recovery so their team decided to exclude their ventricular assist device (vad). The patient was taken to the catheterization laboratory where a amplatzer¿ vascular plug ii (avp ii) 18 mm plug was placed in the inflow cannula and the vad was turned off. The patient started to require increased levels of epinephrine and norepinephrine (levophed). An intra-aortic balloon pump (iabp) was placed with no improvement. The patient went into ventricular fibrillation (vf) / ventricular tachycardia (vt) and received implantable cardioverter-defibrillator (ICD) shocks. The patient went into pulseless electrical activity (pea) arrest and cardiopulmonary resuscitation (CPR) was performed. After several rounds of CPR the patient was transitioned to comfort care and passed away on (B)(6) 2021.